Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06610. It was reported one of the patient's leads has migrated. The patient feels the lead may have migrated when she reached for something and felt a "pop". Afterwards, the patient began to experience inadequate coverage. Reprogramming was unsuccessful. Review of the manufacturer's device record database revealed one of the patient's leads was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.